Event description:
Caller reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Cts confirmed that the customer would have the pump replaced and was advised on steps to take prior to returning the existing pump, such as placing it in storage mode and using a ups return box with a pre-paid label to send the defective pump back to tandem. The customer, who is under warranty until december 28, 2025, will transition to mdi as a backup therapy while awaiting the replacement pump with updated software. Instructions for programming settings and connecting the cgm to the new pump were provided and acknowledged by the customer.